Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with appropriate audio/vibration alerts. Unrelated to the display issue, the low-profile clip was found to be broken and part of it remained attached to the pump. The broken clip does not impact the pump¿s insulin delivery function. No other damage was found with the pump casing.